Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
She "went into shock" when it was removed [shock] caller was still bleeding [device ineffective] the patient was still bleeding [vaginal haemorrhage] hcp inserted the jada "without clearing out clots or any products of conception [wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a non-pregnant 33-year-old female patient referring to herself. The patient's current conditions included interstitial cystitis and season asthma. The patient's drug reactions/allergies included hydromorphone hydrochloride (dilaudid) and doxycycline (doxycycline). Concomitant therapies included hyoscyamine sulfate, methenamine, methylthioninium chloride, phenyl salicylate, phosphoric acid sodium (uribel) and nitrofurantoin (nitrofurantoin). This report concerns 1 patient(s) and 2 devices. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot # and expiration date were not reported) for postpartum hemorrhage. The patient stated that she had the vacuum-induced hemorrhage control system (jada system) used during her delivery and that she has been experiencing problems ever since. She gave birth on (B)(6) 2024 by a certified nurse midwife. The patient stated that she had postpartum bleeding, and the health care professional (hcp) inserted the vacuum-induced hemorrhage control system (jada system) without clearing out clots or any products of conception (wrong technique in device usage process). The caller stated that the vacuum-induced hemorrhage control system (jada system) was inserted for approximately 2 hours and that she went into shock when it was removed (shock). The patient was still bleeding (device ineffective) (vaginal haemorrhage) so the hcp consulted an ob/gyn for assistance. The vacuum-induced hemorrhage control system (jada system) was discontinued on (B)(6) 2024. The patient sought medical attention. The patient was concerned about her continued vaginal bleeding. As per patient, she continued to had gushes of blood clots that her provider cannot identify a reason for this issue. It's not an hourly sanitary napkin saturation but it had been difficult to care for a baby and a toddler with this issue. Provider did obtain blood sample and patient's blood count was below normal but not urgent enough for transfusion. She did have the same issues with postpartum hemorrhage after her first child was born and required a dilation and curettage (d and c) at that time as well. Provider has scheduled patient for another ultrasound in august, but patient was still concerned and wanted information about if not removing clots prior to the use of vacuum-induced hemorrhage control system (jada system) could cause this continuing bleeding and blood clots. The outcome of the event device ineffective, vaginal bleeding and shock was unknown. The reporter's causality between shock, vaginal haemorrhage and vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the events shock, device ineffective and vaginal haemorrhage was determined to be medically significant and the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same patient linked case included (second vacuum-induced (jada system) with which she experienced bleeding for 7 weeks after her delivery (device ineffective) and continuing bleeding and blood clots (vaginal bleeding) (reported in oars # (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report: updated as reported causality of events shock and vaginal hemorrhage from not assessed to unknown. Deleted date of last menstrual period (lmp) ((B)(6) 2024) and updated narrative.

Event description:
She "went into shock" when it was removed [shock] caller was still bleeding [device ineffective] the patient was still bleeding [vaginal haemorrhage] hcp inserted the jada "without clearing out clots or any products of conception [wrong technique in device usage process] case narrative: this spontaneous report originating from united states was received from a non-pregnant 33-year-old female patient referring to herself. The patient's pertinent medical history included interstitial cystitis and season asthma. The patient's drug reactions/allergies included hydromorphone hydrochloride (dilaudid) and doxycycline (doxycycline). Concomitant therapies included hyoscyamine sulfate, methenamine, methylthioninium chloride, phenyl salicylate, phosphoric acid sodium (uribel) and nitrofurantoin (nitrofurantoin). This report concerns 1 patient(s) and 2 devices. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot # and expiration date were not reported) for postpartum hemorrhage. The consumer stated that she had the vacuum-induced hemorrhage control system (jada system) used during her delivery and that she has been experiencing problems ever since. She gave birth on (B)(6) 2024 by a certified nurse midwife. The consumer stated that she had postpartum bleeding, and the health care professional (hcp) inserted the vacuum-induced hemorrhage control system (jada system) without clearing out clots or any products of conception (wrong technique in device usage process). The caller stated that the vacuum-induced hemorrhage control system (jada system) was inserted for approximately 2 hours and that she went into shock when it was removed (shock). The patient was still bleeding (device ineffective) (vaginal haemorrhage) so the hcp consulted an ob/gyn for assistance. The patient sought medical attention. The patient was concerned about her continued vaginal bleeding. As per consumer, she continued to had gushes of blood clots that her provider cannot identify a reason for this issue. It's not an hourly sanitary napkin saturation but it had been difficult to care for a baby and a toddler with this issue. Provider did obtain blood sample and consumers blood count was below normal but not urgent enough for transfusion. She did have the same issues with postpartum hemorrhage after her first child was born and required a dilation and curettage (d and c) at that time as well. Provider has scheduled consumer for another ultrasound in august, but consumer was still concerned and wanted information about if not removing clots prior to the use of vacuum-induced hemorrhage control system (jada system) could cause this continuing bleeding and blood clots. The vacuum-induced hemorrhage control system (jada system) was discontinued on (B)(6) 2024. The outcome of the event device ineffective, vaginal bleeding and shock was unknown. The reporter's causality between vaginal haemorrhage and vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the events shock, device ineffective and vaginal haemorrhage was determined to be medically significant and the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same patient linked case included (second vacuum-induced (jada system) with which she experienced bleeding for 7 weeks after her delivery (device ineffective) and continuing bleeding and blood clots (vaginal bleeding) (reported in oars # (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.